Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: h3, h6: product investigation summary: the product was returned to depuy synthes for evaluation. Visual inspection of the returned device found that the fork section of the quickset tprd hex scdr u-joint was cracked, and a small fragment had broken off near the crack. The broken fragment was not returned for evaluation. Additionally, the sample exhibits signs of heavy use over an extended period of time. The observed condition can be attributed to the fatigue consistent with repeated misuse while using the swivel beyond the range of motion. However, considering the time of service of the device the observed condition was identified as an end-of-life indicator. The lifecycle requirements of the device are event related and depend on the use and inspection of the device in clinical practice. As the device can be damaged on the first or 100th use, the device must be properly inspected prior to each surgical use. Refer to the device/country specific IFU for information related to end of life, reprocessing instructions, and inspection procedures. A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the quickset tprd hex scdr u-joint would have contributed to the complained issue. Based on the investigation findings, the potential cause is traced to end of life, and it has been determined that no corrective and/or preventative action is required. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the date code (a1210) provided is not a valid finished goods lot# if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that instrument was cracked and cannot be sterilized.